Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized "approximately 5 days" for the event. The patient was treated with unspecified antibiotics treatment. The patient outcome was not reported. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, h6. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain, nausea, chills, and tremors. It was reported that the patient antibiotic treatment was ongoing and the patient outcome was reported as "good". Should additional relevant information become available, a supplemental report will be submitted.